Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right atrial lead exhibited noise. The patient is non device dependent. No intervention was performed and the patient would continue to be monitored.